Event description:
The customer reported the system displayed very poor image quality and they were required to complete their cases with another unit. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The video controller board was replaced. The system was then found to be operating as intended.